Manufacturer narrative:
The associated complaint device was not returned. The visionaire engineering team concluded, engineering evaluation could not be performed as the visionaire case number was not provided with the complaint information. The case number is required to evaluate the correct patient specific surgical planning. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the femur block did not fit during surgery. No backup available. No delay reported.